Manufacturer narrative:
Additional information: the reported event that the battery cover was missing was confirmed through the device inspection. It was observed that the battery compartment was broken. Rough handling is a likely cause.

Event description:
It was reported that the battery cover of the device was missing during device evaluation conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the battery cover of the device was missing during device evaluation conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation, there was no patient involvement and no delay to a surgical procedure.